Event description:
The facility representative reported a flogard infusion pump with a broken cap. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed. Service determined that the door was broken and the pump was missing a door latch. The device will be returned unrepaired, as approval for the repairs was not received.